Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 400 mg/dl due to the insulin pump shutting off at night. Customer also stated that they received a replace battery now alarm on the insulin pump. Customer stated that the battery on the insulin pump keeps dying without receiving a low battery alert prior to the replace battery alarm. Customer mentioned that the insulin pump has fallen off her waist in the past, however there is no cosmetic damage. Insulin pump will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. No unexpected battery power loss noted or replace battery now alarm during testing. The power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked keypad at select button, faded serial number label, scratched case and cracked retainer.